Event description:
It was reported that the customer went to the emergency room due to perceived low blood glucose. The customer stated that they checked their blood glucose and it was 211 mg/dl. They administered 1.5 units of insulin because they had just eaten and the sensor glucose reading showed 160 mg/dl, which was increasing. Thirty minutes later the blood glucose had increased to 223 mg/dl, but then the reading showed 190 mg/dl. The customer stated that they knew that they were experiencing low blood glucose episode and administered glucagon. Then, they checked their blood glucose and it read 40 mg/dl. At this point the customer went to the emergency room. The customer stated that they had left the strips on the counter for a couple of weeks and they think the erroneous blood glucose readings were the caused by this. At the hospital they were provided with a blood glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.